Event description:
The customer's wife states that the customer's strip expiration date is 03/2006. The electronic inventory system expiration date for the strips is 3/31/2004. Batch record verification also confirmed the expiration date as 3/31/2004. No reported actions taken or treatment given. No adverse event reported. New strips sent and return requested.